Manufacturer narrative:
(B)(4).

Event description:
It was reported that exit block was observed. The implantable cardioverter defibrillator was explanted. The condition of the patient was good post procedure.